Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the window error pops up on the screen in an arctic sun device. They attached photo to notes and attachments. Per review of wo on 30jan2024, patient was not injured by the device. Procedure was completed by using another arctic sun. Per follow up information received via email on 02feb2024, device has been sent into the bd facility. This is for device 5181 from launceston hospital. Per follow up information received via email on 05feb2024, this unit 5181 required control panel, which they currently did not have in stock. They have already ordered the spare parts from 25/01/2024 and currently still waiting for those.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a control panel failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the window error pops up on the screen in an arctic sun device. They attached photo to notes and attachments. Per review of wo on 30jan2024, patient was not injured by the device. Procedure was completed by using another arctic sun. Per follow up information received via email on 02feb2024, device has been sent into the bd facility. This is for device 5181 from launceston hospital. Per follow up information received via email on 05feb2024, this unit 5181 required control panel, which they currently did not have in stock. They have already ordered the spare parts from 25/01/2024 and currently still waiting for those.